Manufacturer narrative:
(B)(4). Product return requested on 31-jan-2019 and 01-feb-2019. Feedback received on 06-feb-2019, no sample will be returned. One unit will remain in the patient, the other has been discarded.

Event description:
After surgery, catheter disconnected from hub. Report of patient drainage issues afterwards.